Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a long black hair in kit while opening. They discovered it before use on the patient. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the lot # 25162977 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/15/2022. A photograph was provided by the account. A photographic inspection was conducted. A single brown/black hair was observed partially inside the plastic protective carrier case of the device. The protective wrapping was not on the plastic carrier case in the photograph. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside the plastic protective carrier. The plastic wrapping was not covering the plastic protective carrier. A single black hair was observed inside the plastic protective carrier. There were no other visual defects observed. Based on the returned condition of the device, the reported failure " environmental particulates" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record.

Event description:
N/a.